Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by the customer that "during a tha accolade case today, we encountered an issue with a size 6, 132 offset stem. The implant appeared to sit approximately 4mm higher than the trial. Following implantation, the femur fractured¿though it¿s unclear if this was directly related. We opened a second size 6, 132 offset stem, which fit line-to-line with the trial"

Manufacturer narrative:
Reported event an event regarding size/fit issue & intraoperative fracture involving an accolade stem was reported. The event was not confirmed. Method & results -product evaluation and results: visual inspection: visual inspection of the returned device had nothing remarkable to report. Dimensional inspection: the device is dimensionally within specification as per inspection completed. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Material analysis: not performed as this event does not relate to material integrity. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported by the customer that "during a tha accolade case today with doctor, we encountered an issue with a size 6, 132 offset stem. The implant appeared to sit approximately 4mm higher than the trial. Following implantation, the femur fractured¿though it¿s unclear if this was directly related. We opened a second size 6, 132 offset stem, which fit line-to-line with the trial". The device is dimensionally within specification as per inspection completed. The exact cause of the event could not be determined. If further information becomes available this investigation will be re-opened.

Event description:
No new information.